Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an isolated inappropriate shock due to oversensing of a wide complex slow ventricular tachycardia (vt) rhythm. The physician decided to reprogram the sensing vector from secondary to primary. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an isolated inappropriate shock due to oversensing of a wide complex slow ventricular tachycardia (vt) rhythm. The physician decided to reprogram the sensing vector from secondary to primary. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.